Event description:
It was reported that following emergent colonic stent procedures performed 06/24/1999 and 06/25/1999, the patient was diagnosed as having a perforated colon. The patient was sent to surgery and the status is unk at the time of this report.